Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam become degraded and cause the patient hospitalization. Additional information has been added that the patient hospitalized 2 weeks ago and alleged chest pain, pneumonia, and 3 growths on lungs.the patient is also taking prescribed medication.

Manufacturer narrative:
Additional information was received on jul 11, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient was hospitalized twice due to not having device and also alleged chest pain, pneumonia and 3 growths on his lungs and other thermal issues that are related CPAP device's sound abatement foam. Medical intervention was performed, and the reviewer has assessed that it is related to the observed issues. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the top enclosure, rear panel, bottom enclosure, blower, and blower seal. Black hairlike contaminant on the inside of the top enclosure, in the bottom enclosure and on the blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the blower bottom. Potential liquid ingress to the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The p4 power connector was observed to have an unknown rust contaminant likely due to liquid ingress on it. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation and unable to address the patient's symptoms.